Event description:
It was reported that on (B)(4) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. Implantation using an unknown delivery system. After preparation of the sheath, it was inserted into the pulmonary vein, at which point it was observed that the occluder could not be advanced through the sheath despite multiple attempts. The initial consideration was to replace the sheath; however, upon external inspection of the device outside the patient¿s body, the occluder discs were noted to no longer conform to their normal shape. As a result, theoccluder device was removed from use and replaced with a 25¿18mm talisman occluder. The replacement device was then successfully implanted, and the remainder of the procedure was completed without further issues.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.